Event description:
Boston scientific received information that there was a loss of capture on the right atrial (ra) lead. X-ray showed a dislodgement. Since patient had sinus rhythm and no pacing is required, the device was reprogrammed to vdd. For tracking of rhythm.

Manufacturer narrative:
To date, this lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.